Manufacturer narrative:
An event of difficulty opening and closing valve leaflets was reported. One image was received from the field appearing to show the device. Morphological and hydrodynamic examination of the returned device indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent heart valve w/flex cuff was chosen for implant. It was reported preoperative observation was only performed with the naked eye and there was no careful examination of the valve switch. During procedure, it was noticed the leaflets had difficulty opening and closing. A decision was made to replace the device with a second 19mm sjm regent heart valve w/flex cuff. The replacement device was implanted in the patient with no adverse patient effects. It was reported the patient was on warfarin for antithrombotic medication. The patient's latest international normalized ratio (inr) was 2.5. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.